Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.